Event description:
The patient had pain in the hip and from the x-ray the surgeon determined that the inlay was not central anymore. At 16 years from primary the surgeon revised successfully the head and liner successfully.

Manufacturer narrative:
Batch review performed on 12 april 2022: lot 051889: (B)(4) items manufactured and released on 24-jan-2006. Expiration date: 2010-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2018. Visual inspection performed by r&d manager: the liner was noticed to be slightly deformed in the head seat, with a thinner part in a portion of the rim; for this reason, a quality control analysis was required. The results of the analysis reported that the inner sphere was enlarged of about 1mm deforming the sphericity. For this reason, it is evident that a deformation of the liner occurred, partially related to wear due to long implant use. Clinical evaluation performed by medical affairs director: a pe insert was used in 2006 on a (B)(6) female patient. After 16 years, wear of the pe liner is visible. Relationship between wear and pain is not straightforward. Cup and stem have probably been found stable by the surgeon who decided not to replace them. Some areas of radiolucencies are visible around the stem, we cannot determine if it is osteolysis. The stem itself after 16 years appears slightly undersized and in a valgus position, but this may be the result of the evolution of the patient's bone. It is also possible that the receding bone around the cup has exposed metal edges which may now be in contact with muscles. A clear explanation for the pain is not possible with the information at hand; it would be important to know how is the patient feeling in the next few weeks.